Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The sensor was investigated, but the customer complaint could not be confirmed via in-vitro qc testing on sensor.

Event description:
On (B)(6) 2020,senseonics was made aware of an incident where patient experienced no sensor detected alert leading to early sensor removal and replacement.